Manufacturer narrative:
The actual date of event is unknown but can be estimated to be the date of receipt of information. The subject device has been returned to an olympus repair center for evaluation and inspection, and the customer's reported problem has been confirmed. The peeled coating on the connecting tube was also confirmed. In addition, a broken channel tube, a worn angle wire, a broken charge-coupled device unit, and dented bending and connecting tubes were found. This investigation is ongoing, and additional information regarding this event has been requested. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The end user facility contacted an olympus representative to report a noisy image coming from their evis lucera elite bronchovideoscope. The reported phenomenon happened during preparation for use for an unspecified diagnostic procedure, and the procedure was completed using a similar device. During preliminary evaluation and inspection of the returned subject device, peeled coating on the connecting tube was found. This MDR is being submitted due to the foreign material found during evaluation and inspection. No patient or user harm has been reported, along with no delay in procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to physical stress on the scope. The event can be detected/prevented by following the instructions for use which state: 1) "inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities." 2) "do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, such as burns, bleeding, and/or perforation. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.